Event description:
Had a hernia repair in my lower left abdomen. Laparoscopic after a week, stomach swelled and I was in pain. Doctor gave you something for the pain and swelling. Following check was the same problem. Doctor referred to a pain specialist. Gave medicine for nerve damage. I did a pain management program. Still having the same problem. I was out of work for over a year. Seeing multiple doctors, pain, general surgeon, nerve specialist, stomach specialist, and physical medicine doctors. My stomach is still sore to touch where my hernia occurred and there is still swelling and pain currently.